Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. No unexpected number ramping noted. Cracked reservoir tube lip noted.

Event description:
Customer stated that she had low blood glucose because her insulin pump was not working correctly. Customer stated that she was giving herself a bolus and the insulin pump numbers started to ramping up and was alarming button error. Nothing further was reported.